Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2021 (B)(6) , information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that a manufacturer representative (rep) met with patient (pt) today to program her scs therapy. Rep reports contacts 2 <(>&<)> 6 were out of range. Rep said she was able to program the therapy and the pt went home. Rep then received a call from the patient (pt) who is now getting "desired settings can not be reached" message. Rep said she will meet with the pt again. On (B)(6) 2021 , additional information was received from the manufacturer representative (rep) reporting that once the patient inter rogated the patient again and did another impedance check they saw that contact 0 was also in the red ¿do not use¿ zone. It was suggested to not use 2 and 6 as well. The rep indicated that 0 was in both of their configurations so that was why the patient was getting the settings not available message/not being able to turn stimulation up on their own. The rep indicated that they were able to reconfigure their cathode and anodes and was able to get their stimulation where they needed it with much lower power. They were able to turn stimulation up with their controller to the desired level for the patient. The settings not available issue was resolved. The patient weighed 200 pounds at the time of the report. It was indicated that the provided information had been confirmed with the physician. No further complications were reported/anticipated. On (B)(6) 2021 , additional information was received from the rep and it was reported that contact 0 said do not use with impedance 40,000. Contact 2 said avoid impedance was 460. Contact 6 said avoid impedance 460.